Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. Customer attempted to turn off the pump, but it would not power down with assistance from technical support. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.